Manufacturer narrative:
During inspection and testing, service found foreign material in the auxiliary channel due to insufficient reprocessing. The reported issues (weak angulation, worn sheath, and stain in image) were confirmed during testing. Due to wear of the angle wire, angulation in the up direction did not meet the standard value, the bending tube was damaged, and due to a scratch on the objective lens, an area of the image was partially dark. In addition, there were scratches on multiple parts of the device, the air/water cylinder had discoloration, the suction cylinder had discoloration, the distal end cover was cracked, the adhesive on the bending section cover had a white-clouded area, the connecting tube was wrinkled, and the coating on the universal cord was peeling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Date rec'd by MFR: investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported the sheath of the subject device was worn, angulation was weak, and there was a stain in the image. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found foreign material in the auxiliary channel. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be identified at this time. However it is probable that precleaning was not performed immediately after procedure or reprocessing of the auxiliary channel was insufficient. Therefore, removal of foreign material was difficult. While the foreign material was not able to be identified the occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿inspection of the auxiliary water feeding function (for endoscopes with auxiliary water feeding only).¿ olympus will continue to monitor field performance for this device.